Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient¿s patient programmer (pp) got worn out so they met with a manufacture representative (rep) a month or so ago who provided them with a new unit and they are using it now and trying to shut off the stimulator but it won¿t shut off. It will connect but just wont shut it off. The patient would like to turn their stimulator off. There were no trauma/falls that could be related to the issue. However, the patient had an injection in their back by the same healthcare professional (hcp) who works with their stimulator. During the call the patient synced with the pp. The caller reported that the voltage was at 0.0 on program g and the battery was showing ¾ with stimulation off. The caller said that the patient felt stimulation and used the words shocking to describe their normal stimulation sensation that they were feeling. They had turned the stimulator off for the patient about an hour and a half ago and the patient has tried several times to turn the stimulator off. It went off for a couple of days but then they started feeling it again without using the pp to turn the stimulator on. The patient was redirected to follow up with their healthcare professional (hcp). The patient first began feeling stimulation when it is off just after they met with the rep so it has been on like a month almost. No further complications were reported/are anticipated.